Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the stem. Similar complaints have been identified for the bhr cup, hemi head and modular sleeve. This failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The patient had a history of a left hip femoral neck fracture non-union prior to the index surgery. The reported pain, and intraoperative findings of a thick black bursal fluid, soft tissue necrosis, and osteolysis around the femoral and acetabular regions are consistent with findings associated with trunnionosis and adverse local tissue reaction. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. It is noted that at the time of revision the cup was at 40 degrees abduction and 35 degrees of anteversion but it is unknown if this was the implantation angles or migration over time as the acetabulum was reported as loose. The patient impact beyond the pain, revision, and expected transient postop convalescence period cannot be determined. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the left hip was performed due to elevated cobalt and chromium levels, painful left large head meal-on-metal hip replacement and adverse local tissue reaction.